Event description:
Surgeon reported that during the aspiration of the lens cortex, there was little suction when the footswitch was pressed. No additional treatment or medical intervention was necessary. No patient harm reported.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).